Event description:
It was reported that during an unknown procedure, the stapler was defective. This is all the information known.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch #: 479a76. The following information was requested, but unavailable: could you please provide more details for "defective stapler"? Could you please clarify if any physical damage was identified? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation complete. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60b device was received with no apparent damage and with a reload loaded. The reload was damaged as the rear cap was broken off and fully loaded with staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the event reported was confirmed and it is related to improper use of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not followed the reload may become damaged. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.